Manufacturer narrative:
Unit received with constant external flash crc error alarm, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test due to external flash crc error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had external flash crc error. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.